Manufacturer narrative:
The logbook of the affected savina was provided for the investigation. The device was manufactured in november 2008 and was used for 22,057 hours. The malfunction could not be reproduced during a five days endurance test. Analysis of the log entries revealed that a software failure caused by an issue during the ad conversion of the front processor and led to the reported reboot. The device reacted as specified to the detected software deviation by initiating a reboot and alerting the user with an audible alarm and visual message. During the reboot lasting at most 12 seconds the breathing valve opens up allowing for spontaneous breathing. After a successful reboot the device automatically continues the ventilation with the previous settings.

Event description:
It was reported that the device performed a reboot while in use. As a result the user replaced the device. No injury has been reported.